Manufacturer narrative:
The customer replaced power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not power on. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and troubleshot; checked power cord and it was good, checked it on another device and it's working properly. Also checked the battery and it is also good, will be replacing the power supply for preventative measures to repair device. The investigation is ongoing.